Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed a chip on the tip of an indigo system aspiration catheter 8 (cat8). The chipped cat8 was found prior to use and was not used in the procedure. The procedure was completed using a new cat8.

Manufacturer narrative:
Results: the distal tip of the penumbra cat8 indigo system (cat8) was damaged; the cat8 was ovalized approximately 1.0 and 2.5 cm from the distal tip. Conclusions: evaluation of the returned device confirmed that the distal tip of the cat8 was chipped. This type of damage to the cat8 typically occurs due to the packaging mandrel pinching the distal tip of the catheter to the plastic packaging tube. The packaging mandrel is fastened to the packaging card by penumbra. If this mandrel becomes separated from the packaging card and the cat8 is withdrawn through the packaging tube, the observed damage to the cat8 may occur. Cat8s are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.